Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that one (1) front pcu case is being replaced due to the power would not turn on due to faulty keypad. The customer confirmed that there was no patient involvement.